Manufacturer narrative:
The format history file analysis confirmed pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. However, the insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected rattle noise noted. The insulin pump had cracked retainer tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was not provided. The customer also reported that the device had a hardware error after it was dropped. Customer stated that the insulin pump made a rattling sound when shaken. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.